Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) consistently failed the membrane leak test portion of the pneumatic interface module leak test. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10, h11 corrected field: g2 additional contact details: person name:(B)(6) email address: (B)(6) occupation: (B)(6) it was reported that the cardiosave intra-aortic balloon pump (iabp) had safety disk out of box failure and consistently fails the membrane leak test portion of the pneumatic interface module leak test. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He found that 2 safety disks are discovered to be out of box failure, the membrane diff. Pressure portion of the pim leak test failed. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.the national repair center installed the safety disk into the cardiosave test fixture serial number and tested the safety disk to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual part number (B)(4) revision p. The nrc verified the failure of the safety disk failing the membrane leak test, with a result of 7mmhg. The factory specification is +-6mmhg. The safety disk failed testing. Retaining the safety disk in the nrc per procedure (B)(4) rev. Aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a